Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high and low blood glucose readings from the insulin pump. The customer stated that there is a crack on the reservoir compartment. The customer's blood glucose level fluctuated between 46 mg/dl and 61 mg/dl. The customer stated that she treated the low blood glucose readings with yogurt and juice. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The insulin pump was received with cracked case at the display window corners, cracked reservoir tube window corners, cracked reservoir tube window, cracked battery tube threads, minor scratched lcd window and partially broken reservoir tube lip. Also the insulin pump is missing reservoir tube lip o ring and the end cap sticker.